Event description:
The customer observed falsely decreased sodium (na) results for two patients on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): sample ID (B)(6) initial na result was 117, repeats were 141 and 141 mmol/l, sample ID (B)(6) initial na result was 113, repeats were 142 and 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an alinity c, serial number (B)(6). Through an extensive investigation, the fsr found that the discrepant results were from cuvette #12. The fsr resolved the issue by replacing the cuvette segment, list number 04s47-01 alnty c-series cuvette, containing cuvette #12. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.